Event description:
It was further reported that the lesion was moderately calcified and the device was removed from the patient intact.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery. The physician advanced the 15mm x 1.50mm apex flex mr balloon to the lesion for pre-dilation. Upon the first inflation to 6atm the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. The patient status is listed as good.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).